Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown versys femoral head lot #: unknown. Item #: unknown unknown liner lot #: unknown. Item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01644. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Medical records identified the following : the patient underwent a right total hip arthroplasty due to degenerative joint disease. The patient underwent a revision procedure due to failed hip arthroplasty. Blood work showed that the patient had elevated metal ions - cobalt 11.4 h range <= 3.9 ug/l. Trunnionosis was observed during the procedure and necrotic capsule was debrided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip arthroplasty and underwent a revision procedure approximately 14 years post-implantation due to pain, elevated metal ion levels, necrosis, and trunnionosis. Attempts have been made and no further information has been provided.